Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
It is alleged that the patient was implanted with a gunther tulip filter was on (B)(6) 2005.." It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Additional information: the plaintiff allegedly received the device implant on 04/05/2005 as pe prophylaxis prior to gastric bypass surgery. The plaintiff is alleging tilt, vena cava perforation, frequent monitoring required, and anxiety. Blank fields on this form indicate the information is unknown, unavailable or unchanged. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "tilt, vena cava perforation, anxiety, frequent monitoring req'd". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Unknown if the reported frequent monitoring required, and anxiety is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Event description:
The plaintiff allegedly received the device implant on (B)(6) 2005 as pe prophylaxis prior to gastric bypass surgery. The plaintiff is alleging tilt, vena cava perforation, frequent monitoring required, and anxiety.

Manufacturer narrative:
Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. Cook will reopen its investigation if further information is received.

Event description:
Dated (B)(4) vena cava filter with several struts projecting outside the vena cava. The filter terminates just below the renal veins. No retroperitoneal adenopathy is noted."

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information was received on 04/07/2017 as follows: the plaintiff allegedly received the device implant on (B)(6) 2005 as pe prophylaxis prior to gastric bypass surgery. The plaintiff is alleging tilt, vena cava perforation, frequent monitoring required, and anxiety.